Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(6) ) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and archive review. The root cause for the ua45 error message was due to the driveshaft not being at home position which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. During visual inspection, one of head restraints wire were observed to be cut. The cut head restraint wire does not render the autopulse platform non-functional. Root cause was likely attributed to mishandling. The top cover needs to be replaced to address the cut head restraint wire. In addition, the platform was examined and found power distribution board revision level is below 6 and needs to be updated due to the age of the platform. Autopulse platform is a reusable device and was manufactured on 22 jul 2008 and has exceeded its expected service life of five years. These observations are not related to the reported complaint. During archive data review, multiple ua 45 error messages were observed. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error using lrtf (large resuscitation test fixture). Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The crew was unable to clear the ua 45. No consequences or impact to patient.